Event description:
The physician was attempting to deploy a 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the cx with 90% stenosis, and severe calcification and excessive tortuosity. It was reported that the lesion was pre dilated twice, however the stent could not cross the lesion and as the lesion was calcified and tortuous, it was hard to move the stent and it was reported it couldn¿t move quite enough. When the stent was removed from the patient, the stent was noted to be damaged and the patient was sent for surgery. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The distal tip was flared and damaged. The hypotube was kinked 53.5cm, 76cm and 96cm proximal to the distal tip. The stent was positioned on the balloon between the two inner markers as per specification. Struts on the 7th proximal segment were stretched, raised and pulled distally.

Manufacturer narrative:
Evaluation codes: results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis, and severe calcification and excessive tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis, and severe calcification and excessive tortuosity); known inherent risk of procedure (failure to deliver stent and stent deformation).